Event description:
It was reported during the procedure that th distal tip of the lead was too large for optimal coronary sinus positioning. The lead was not implanted, and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inpsection revealed blood/body fluid on the distal conductor.